Event description:
It was reported that the left ventricular (lv) lead had dislodged. No capture in all lv pacing configurations was noted. Attempts to reposition the lead were unsuccessful and the lead was extracted. The physician then attempted to place a different lead (546v) which backed out of the vasculature while slitting the catheter. The physician then re-attempted the lead which "kept coming back." The lead was extracted and the physician chose to switch to a larger bodied lead. This lead was attempted but was not able to advance as far into the vasculature. The physician decided to go back to the initial attempted lead but the lead was dropped on the floor. The physician was able to find another branch that was posterior lateral and attempted the larger diameter lead again but was not able to advance the lead as far as desired into the branch. The lead was extracted and a brand new lead was implanted to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on all conductors (not obstructed) and the lead appeared damage at implant. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, outer insulation had cosmetic mio , the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was reported that the left ventricular (lv) lead had had no capture and had dislodged. Attempts to reposition the lv lead were not successful and the lead was explanted. It was reported that during the implant attempt of a new lv lead, the lead did not extend far enough into the vein and therefore another lv lead was unsuccessfully attempted for the same reason and was dropped by the physician. Another lv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on all conductors (not obstructed) and the lead appeared damage at implant. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, outer insulation had cosmetic mio , the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage.